Event description:
It was reported that during a lobectomy procedure, the second reload was pushed away from the instrument cartridge channel during activation of the firing trigger. Only half of the staples were formed. Cartridge didn't fall into the pt. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.